Event description:
Service report shows that the keyboard on 840 ventilator had an unresponsive key. The malfunction did not occur during patient use.

Manufacturer narrative:
(B)(4). The covidien customer support engineer replaced the keyboard, which resolved the issue. The cse completed the service of the device.